Event description:
The customer reported via phone call that they experienced high blood glucose for the past few weeks. Customer also reported their blood glucose rising to 400 mg/dl. Customer also reported insulin pooling under the skin instead of being absorbed into their body. The customer's blood glucose was 62 mg/dl at the time of the call. The customer declined to be transferred to the helpline. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.